Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date received by manufacturer to november 12, 2014. The date received by manufacturer was incorrectly entered as november 2, 2014 on the initial mfg. Medwatch report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports the first 1-2mm of the distal tip of the moss miami final tightener was flattened and misshapen which is indicative of having been stripped during use. The condition did not result in any adverse consequences to the patient and there was no delay.

Manufacturer narrative:
The mmsi final tightener was returned for evaluation. Visual inspection revealed that approximately 1mm to 2mm of the distal tip was stripped. The noted damage is consistent with a driver that is on axis but not fully seated while tightening the set screw. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A review of the complaint trend analysis found no systemic issues that require further action. The root cause of the final tightener becoming stripped cannot positively be determined. However, the observed damage is localized to the tip of the driver feature suggesting that a possible root cause may likely be that the driver was not fully seated in the setscrew during the tightening step. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer and no systemic trends have been observed. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.